Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. This condition was found in the intensive care unit upon power up. The quality engineer later assigned the power supply failure to be the determined problem; this condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved. There were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a flo-gard infusion pump that does not turn on was confirmed by service. The quality engineer later assigned the power supply failure to be the determined problem. The cause of the reported condition was not identified. The device was returned to the customer with no repairs made. A follow-up report will be filed if any additional details become available.